Event description:
Customer reported the insulin pump went into threshold suspend. Customer's blood glucose was 47 mg/dl. Customer treated with glucose tablets and blood glucose went up to 278 mg/dl. Customer was advised the sensor would take about 10 to 15 minutes to update. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.